Event description:
Per independent repair center statement, the (B)(4) concentrator had low o2 (yellow light) and is alarming (red light). Additional malfunctions were the fan was running at half speed, the switch had no alarm and the sieve beds had low purity.